Event description:
Home pt (hp) reports leak in pt line tubing of homechoice set, noted at end of automated peritoneal dialysis treatment when fluid was noted on floor. Hp reports that transfer set was changed, a culture was drawn, and pt was treated with prophylactic antibiotics the following day at unit. Specifics of culture and antibiotics therapy not provided by rn. Rn reports she believes home pt was treated with kefzol and gentamycin, dosages unknown; and reports the culture came back "negative". Rn reports hp has responded to treatment.